Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient deceased while running a marathon. The patient had complained of experiencing flu like symptoms and had spent two weeks with his family over the christmas holidays when he demonstrated profound fatigue and laid down often which was unusual behavior since the patient has an active lifestyle. The cause of death was unknown. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.